Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(4). The manufacturing records were reviewed and no complaint related issues were found. The review of the x-rays and out of the description we could discover that the screws have loosened. Unfortunately without any more information and the articles sent to us for investigation we are not able to determine the exact cause which has lead to this occurrence. It is possible that the screws have loosened due changing load situations or the final tightening of the screw head in to the plate was not adequate. We could not find any product related problems. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a (B)(6) male patient presented with right proximal comminuted fracture was fixed laterally with lcp-plt plate (five holes) construct and medially with lcp-mpt plate (six holes) construct on (B)(6) 2012. Two months post-operative, reportedly the surgeon found the proximal locking screws for the lcp-mpt construct had loosened and the surgeon removed it (unspecified explant date). In (B)(6) 2013 (date unspecified), the surgeon found another screw was loosened. The surgeon plans on removing the screw on an unspecified date. No further information was provided. This is 1 of 3 reports for the same event, complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.